Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse found the stat entry rack guide pin was missing from the stat pusher mount. As a result of the missing stat entry guide pin, the sample rack can be oriented too far into the stat entry position and the sample barcode scan would be off by one sample rack read position. The cse replaced the stat block housing. There were no other reports of discordant patient results by the cusotmer at the time of the incident. The cause of the discordant result was a malfunction of the stat entry guide rack pin missing from the stat pusher mount. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A falsely low testosterone result was obtained on an advia centaur xp instrument. The sample had originally produced an over-range result, but resulted lower when repeated as a stat entry from the sample rack "b" position. The sample was then repeated from a different sample rack and resulted higher, matching the initial result, and was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low testosterone result.